Manufacturer narrative:
Analysis of the log files from the AED showed that the AED is functioning as designed. On 2/09/25 the AED identified the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 2/24/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 3/11//2025 when a replacement battery pack was inserted into the AED. The review identified that the AED is functioning as designed and can stay in service.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.